Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device system detected a shock impedance measurement greater than 125 ohms. The patient was brought in for further device testing. Impedance measurements were within acceptable limits. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that subsequent increased shock impedance measurements were observed. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.